Event description:
It was reported a perforation occurred during the procedure requiring additional surgery. They went up with the catheter and before it could loop on itself, it ended up perforating the back wall. Additional surgery required, patient has been admitted to the hospital beyond the standard of care but is expected to fully recover. Discharge status is unknown, but the patient has been extubated and is up and walking around. Product is not expected to return for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).